Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen at an unknown dose and concentration via an implantable infusion pump. It was reported on (B)(6) 2020 that the mother of the cp [assumed to be cerebral palsy] patient called the hospital after hearing an alarm. It was unknown at the time of the report whether it was a critical or non-critical alarm. The patient was reportedly doing fine and did not have any complaints. It was noted that the patient had been recently filled by an ambulatory clinic and that the patient¿s pump serial number was involved in the recall from october 2019. It was further noted that no issues/factors that may have led to the event could be described. At the time of the report, diagnostics/troubleshooting had not yet been performed, but they planned to see the patient after the weekend (due to distance between the patient¿s home and hospital) to check the logs. The hospital had also contacted the ambulatory clinic that had recently filled the pump. Surgical intervention had not occurred and it was unknown if it was planned. The hospital was checking availability of oral baclofen in case of a potential withdrawal reaction, and replacement would be considered if a critical alarm/motor stall is found. At the time of the report the issue was not resolved and the patient status was alive without injury. Additional information received via follow-up indicated the logs were checked and showed a critical alarm due to motor stall that had recovered after 34 minutes. A photo of the clinician programmer tablet with the logs showed the stall had occurred on (B)(6)2020 at 14:55 and recovered the same day (B)(6) 2020 at 15:28. It was reported that the patient was at home at the time of the alarm and no potential cause could be identified. The hospital reportedly planned to let it rest for a while and watchful waiting, with the risk of reoccurring. It was noted that the patient didn't experience any withdrawal symptoms and was doing fine. The pump had been implanted (B)(6) 2019. No further patient complications were reported.